Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock controller board was replaced and the calibration files were restored. The system was tested and found to be working as intended and put back into service.